Manufacturer narrative:
Reported: 02aug2021. There was no patient or user harm or injury reported.

Event description:
The customer reported that a ventilator's oxygen manifold was leaking during pre-use set up. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported problem. The customer ordered and replaced the oxygen manifold. The device was tested, passed specification testing, and returned to service. No other anomalies were reported.